Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements and loss of capture (loc). It was noted that a sudden change occurred with an increase from 800 ohms to greater than 2,000 ohms; a lead fracture was suspected. A chest x-ray was later obtained confirming the suspected fracture in the area of the suture sleeve. The patient and physician will further discuss options regarding revision; this lv lead remains in service at this time. No adverse patient effects were reported.